Event description:
A pt reported to her physician that she was receiving pain at the ipg site. The physician conducted tests and confirmed an infection. The pt's ipg and leads were explanted. The pt was treated with antibiotics and is reportedly recovering with no complications.

Manufacturer narrative:
The explanted devices will not be returned for evaluation as they were kept by the medical facility.